Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional steerable guide catheter device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 3-4 and prolapsed posterior leaflet. A mitraclip ntw was inserted, and grasping was performed. However, while grasping, the clip was unable to close past 30 degrees. Troubleshooting was performed, but the issues was unable to be resolved. Therefore, the clip was attempted to be retracted into the steerable guide catheter (sgc) while it remained opened at 30 degrees. During retraction, the clip became caught on the soft tip of the sgc, potentially causing damage to the soft tip. Both devices were able to be removed as one without further issues. A new sgc was inserted, and two clips were successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The reported difficult to open or close (clip close - inability), during procedure could not be replicated in a testing environment due to the returned device returned condition (unstable release crimper). The reported difficult to remove (cds/sgc) was confirmed. Additionally, it was observed that the release crimper was loose, steerable sleeve shaft was deformed, corroded collet and one collet tine was broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and return device analysis the observed broken collet tine appears to be potential product quality issue. Therefore, exception (issue) 130098 has been raised on 30-nov-2023 for further investigation of a potential product issue (broken collet tine). The observed loose release crimper and reported difficult to open or close (clip close - inability) are cascading effects of the reported broken collet tine. The reported difficult to remove (cds/sgc) was the result of difficult to open or close (clip close - inability); as the user retracted the clip into the steerable guide catheter (sgc) while it remained opened at 30 degrees. The observed corrosion on the collet appears to be due to a consequence of exposure to a residual saline solution to the device post-procedure. The observed bent of the steerable sleeve shaft appears to post procedural handling/shipping of the device. The additional steerable guide catheter device referenced in b5 is filed under a separate medwatch report number.